Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump was leaking. No additional information was given and several unsuccessful attempts to contact the patient were made. This complaint is being reported because the issue may result in an under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event.